Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection at the pocket site with symptoms of swelling, hematoma and pain. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient had an infection at the pocket site with signs of symptoms of swelling, hematoma and pain. The patient underwent an explant procedure. Additional information was received that all device components were explanted. It was unknown if antibiotics were prescribed. The explanted ipg and leads were discarded and will not be returned.